Event description:
It was reported to philips that the host pc had a memory problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned as the reported issue was an alert from the system which didn¿t impact the clinical use of the system. The philips remote service engineer (rse) examined the system remotely and confirmed a memory failure in ippc. Upon troubleshooting the rse determined issue with dimm. Due to manufacturing issues, dimm may not function as intended, leading to dimms issue. Philips has initiated a medical device correction (z-1156-2024). After implemented the changes, the system was returned to use in good working order. The codes were updated based on the investigation outcome.